Event description:
The ins was unresponsive to both the patient and clinician programmers. Interference was ruled out. In (B)(6) 2009, the ins voltage was 3.72. The programming was changed at that time from 3.6v to 4.4v, 120mcs, 185hz, unipolar setting. The patient turned the stimulation on and off frequently throughout the day as he felt he had therapy benefit right after the stimulation was turned on. The patient thought he had therapy benefit as recently as a week prior. Longevity calculation was 35 months for the 3.6v setting and 17 months for the 4.4v setting. It was planned to replace the ins and return it for analysis. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4)